Event description:
A talent abdominal stent graft system was implanted in a pt for the endovascular treatment of a 5.7 cm abdominal aortic aneurysm. The vessels were unremarkable. It was reported that after the contralateral limb was implanted an unk type of endoleak was evident at the contralateral gate. Another contralateral limb (see MFR report # 2953200-2010-02625) was used to reline the first limb; however, the endoleak was still present. No further intervention was done, and the decision was made to monitor the pt. The pt had not been excessively heparinized during the procedure and ballooning was not aggressive. Films were evaluated by an independent physician and his impression is as follows: the intra-operative angio findings were suggestive for a type 3 endoleak from the contra gate, between the talent bifurcated graft and the first contralateral limb (see MFR report # 2953200-2010-02626). The endoleak did not resolve after placement of the add'l extension within that area. The post-op CT shows an endoleak, but one that is not very impressive, and clearly connected to at least 1 pair of patent and back-flowing lumbar arteries. The physician commented, this was a type 2 endoleak or, at a minimum, a combination of a type 2 and something else and that the pt should be monitored. No add'l clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Eval results: (endoleak).